Event description:
Healthcare professional reported, left side exchange with no complaint against the device. Healthcare professional, later reported, rupture. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: no observations are performed for the complaint. As the event is no complaint against the device. As per the investigation procedure particles, wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process. No further actions are required. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.